Manufacturer narrative:
Based on the information provided at this time, no definitive conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesion and fistula formation are both listed in the adverse reaction section of the IFU as possible complications. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: it is reported that on (B)(6) 2010 the patient was implanted with two bard ventralex hernia patches. One ath right iliac and the other in the left flank. On (B)(6) 2015 the patient underwent a procedure and it was revealed that the patient had developed a small bowel obstruction and two small fistulas. There was a resection on one of the fistula and suture repair on the other. This event involved the patch that was implanted on the patient's right side only and this patch was explanted. The patch on the left side remains implanted and was not involved in this event as reported.